Event description:
It was reported that the customer had put the insulin pump in suspend and waited 5 seconds. Customer stated that the pump worked fine. Customer had a weak signal or a lost sensor alert that occurs when she is sleeping and when she is out and about. Customer stated that a little piece of the plastic on the side broke off the insulin pump. Customer stated that the top part is extremely shallow. Customer tightened the battery cap too tight. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
All buttons were functioning properly during testing, however, moisture damage was found on the keypad traces during visual inspection. The pump communicated properly with the glucose sensor simulator and minilink transmitter. The test blood glucose value was listed in the sensor graph screen. No unexpected weak signal or lost sensor alarm noted during testing. The pump downloaded properly to the carelink pro software. Pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, and a stained end cap sticker.